Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC fracture occurred on (B)(6) 2025. The patient was not injured and had another PICC inserted soon after. The PICC line was secured with a secureacath and it had a chg dressing insitu. The fracture site was internal to the patient. The catheter fracture was a definite partial break. There was no further intervention required other than catheter removal. The catheter fracture did not cause a clinically significant delay in treatment, as ward staff were able to have a cannula placed.